Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via implant patient registry (ipr) that a 25-year-old patient with a 3300tfx27mm valve implanted in pulmonary position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and seven (7) months for unknown reason. A 26mm transcatheter valve was implanted within the pre-existing edwards surgical device.

Manufacturer narrative:
Added information to section e1 (state, province, or territory) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: as the device remains implanted, a device evaluation was unable to be performed. Based on the information available, the device was intentionally used outside the way it was designed and intended. Additionally, as not additional information or medical records were received a definitive root cause cannot be conclusively determined. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event, therefore no additional actions are required.